Event description:
It was reported that a user of the ilet bionic pancreas experienced variable glucose levels, including rises to approximately 250 mg/dl followed by decreases to approximately 60 mg/dl, and a rapid drop from about 175 mg/dl to 50 mg/dl during exercise; the user received coaching on oral glucose use, including taking enough glucose tablets to equal 15 grams, and planned to discuss pump suitability with a healthcare provider and trainer. Investigation included customer interview and troubleshooting. Further investigation of this case revealed cause unclear with no device malfunction confirmed based on available information. The user reported symptoms included shakiness as a result of low glucose. Outcomes included need for troubleshooting and education without hospitalization. It was concluded that, based on previously established findings for similar reports, the event involved both hyperglycemia and hypoglycemia with cause unclear and that user education on carbohydrate treatment and exercise management was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.